Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the loop electrode broke off inside the bladder of the patient. The doctor recovered the broken part and removed it from the patient. No negative impact in state of health reported.